Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited premature battery depletion. No intervention was performed. The patient was stable.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at normal range of operation upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. Device evaluation was normal with no anomaly was found.